Manufacturer narrative:
Initial.

Event description:
It was reported that a replacement ilet pump would not charge on the provided wireless pad, with the pad blinking green and charging only momentarily, while other devices including the prior pump charged normally; the user switched to backup therapy with subcutaneous insulin via pen after experiencing power issues consistent with premature battery discharge in the pump battery. Symptoms included hyperglycemia, dizziness, nausea, and muscle weakness. Outcomes included missed dose, delay to therapy, and unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.